Event description:
The user facility reported, the item calibrated fine, and then when the doctor used the cutter it would not cut. No pt injury reported. Add'l info obtained, the unit continued to aspirate.

Manufacturer narrative:
The device has been received for eval. Upon completion of the eval, a supplemental report will be filed.